Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus"), fallopian tube perforation ("perforation of fallopian tubes"), device dislocation ("malposition of the device") and device breakage ("device breakage") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient started essure. In (B)(6) 2016, the patient experienced allergy to chemicals ("immediately after the removal surgery, she began experiencing an allergic reaction to glue"), infection ("immediately after the removal surgery, she began experiencing infections"), scar ("immediately after the removal surgery, she began experiencing scarring") and procedural pain ("severe pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain, abdominal pain upper and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criteria medically significant and clinically significant/intervention required), headache ("headaches"), migraine ("migraines"), allergy to metals ("allergic reaction (nickel)") with pruritus and rash generalised, hypoaesthesia ("numbness in feet"), paraesthesia ("tingling in feet"), dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow, clotting"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), dyspareunia ("pain during sex"), alopecia ("hair loss"), memory impairment ("memory loss"), fatigue ("fatigue") and back pain ("lower back pain"). The patient was treated with surgery (removal surgery on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, headache, migraine, allergy to metals, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, dyspareunia, alopecia, memory impairment, fatigue, allergy to chemicals, infection, scar, procedural pain and back pain outcome was unknown. The reporter considered uterine perforation, fallopian tube perforation, device dislocation, device breakage, headache, migraine, allergy to metals, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, dyspareunia, alopecia, memory impairment, fatigue, allergy to chemicals, infection, scar, procedural pain and back pain to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("perforated uterus"), fallopian tube perforation ("perforation of fallopian tubes"), device dislocation ("malposition of the device") and device breakage ("device breakage"). A surgical removal of essure was required. Uterine perforation, fallopian tube perforation, device dislocation and device breakage are anticipated according to reference safety information for essure. Uterine/ fallopian tube perforation and device dislocation may occur with any trans-cervical intrauterine procedure. It may occur most often during insertion. In this particular case, the exact date and mechanism of uterine/ fallopian tube perforation and device migration are not known. Based on the events' nature, causality with essure cannot be excluded. Regarding the device breakage, the exact mechanism of the device breakage is unknown; based on the events´ nature, the causality of this event with essure cannot be excluded. This case was regarded as incident because surgical intervention was required. A product technical analysis has been sought. Further information will be obtained through the litigation process. (B)(4)

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of post procedural sepsis ("sepsis and left mastitis after salpingectomy"), uterine perforation ("perforated uterus"), fallopian tube perforation ("perforation of fallopian tubes"), device dislocation ("malposition of the device/ malposition of essure device location of device: left essure coil in distal left front"), device breakage ("device breakage/ a piece of the coil must have broken off and was in the left tube"), mastitis ("sepsis and left mastitis after salpingectomy / left breast infection"), autoimmune disorder ("autoimmune disorder") and bipolar disorder ("bipolar disorder") in a 49-year-old female patient who had essure (batch no. 653908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "a coil was then inserted on the left and did not release, and then it was removed" and device physical property issue "essure was removed during the procedure and was stretched out". The patient's past medical history included depression (not recovered prior to essure) and bacterial vaginosis. Concurrent conditions included body mass index normal. Concomitant products included alprazolam, amoxicillin (amox), azithromycin, buspirone, cefalexin (cephalexin), citalopram, clonazepam, cyclobenzaprine, diazepam, diazepam (valium), diclofenac, duloxetine hydrochloride (cymbalta), escitalopram, escitalopram oxalate (lexapro), estradiol (estrace), fluconazole, ibuprofen (advil), lamotrigine, lorazepam, metronidazole, norethisterone (camila), omeprazole, oxycocet (percocet), paracetamol (tylenol), paroxetine hydrochloride (paxil), prednisone, progesterone, sertraline, tramadol, venlafaxine and venlafaxine (effexor). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced bipolar disorder (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). In 2013, the patient experienced loss of libido ("no sex drive"), hot flush ("hot flashes") and night sweats ("night sweats"). In 2015, the patient experienced dyspareunia ("pain during sex / painful sexual intercourse"), fatigue ("fatigue") and pelvic pain ("pain"). In (B)(6) 2015, the patient experienced incontinence ("incontinence"). On (B)(6) 2016, 6 years after insertion of essure, the patient experienced contusion ("bruising"), rash ("rash/ skin eruption") and skin discolouration ("discoloration of skin"). In (B)(6) 2016, the patient experienced post procedural sepsis (seriousness criteria hospitalization and medically significant). In (B)(6) 2016, the patient experienced allergy to chemicals ("immediately after the removal surgery, she began experiencing an allergic reaction to glue"), post procedural infection ("immediately after the removal surgery, she began experiencing infections"), scar ("immediately after the removal surgery, she began experiencing scarring") and procedural pain ("severe pain"). On (B)(6) 2016, the patient experienced mastitis (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain"), headache ("headaches"), migraine ("migraines"), allergy to metals ("allergic reaction (nickel)") with pruritus and rash generalised, hypoaesthesia ("numbness in feet"), paraesthesia ("tingling in feet"), dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow, clotting"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss/hair loss"), amnesia ("memory loss"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspepsia ("gastrointestinal or digestive system condition"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), vision blurred ("vision/eye problems: vision was blurry"), weight increased ("weight gain"), weight decreased ("weight loss"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("infection: urinary tract infection/uti"), cystitis ("infection: bladder"), complication of device insertion ("essure insertion was unsuccessful due to the right side coil being met with resistance during insertion"), complication of device removal ("essure inserter broke during insertion and all parts could not be removed"), rash vesicular ("blistering / blistering skin eruption") and confusional state ("confusion"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (unilateral salpingectomy - laparoscopic left sapingectomy and lysis of adhesions). Essure was removed. At the time of the report, the post procedural sepsis, uterine perforation, fallopian tube perforation, device dislocation, device breakage, mastitis, autoimmune disorder, bipolar disorder, abdominal pain upper, headache, migraine, allergy to metals, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, dyspareunia, alopecia, amnesia, fatigue, allergy to chemicals, post procedural infection, scar, vaginal haemorrhage, contusion, rash, female sexual dysfunction, dyspepsia, loss of libido, hot flush, night sweats, nausea, nervous system disorder, depression, anxiety, skin discolouration, vision blurred, weight increased, weight decreased, bacterial vaginosis, incontinence, urinary tract infection, cystitis, complication of device removal, rash vesicular and confusional state outcome was unknown and the procedural pain, back pain and pelvic pain was resolving. The reporter considered abdominal pain upper, allergy to chemicals, allergy to metals, alopecia, amnesia, anxiety, autoimmune disorder, back pain, bacterial vaginosis, bipolar disorder, complication of device insertion, complication of device removal, confusional state, contusion, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, hypoaesthesia, incontinence, loss of libido, mastitis, menorrhagia, migraine, nausea, nervous system disorder, night sweats, paraesthesia, pelvic pain, post procedural infection, post procedural sepsis, procedural pain, rash, rash vesicular, scar, skin discolouration, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: discrepant data: it was reported that "she did not underwent an essure confirmation test"; however a hsg result had been provided. Procedure: further lysis of adhesions was performed and search for the essure coil. The coil was not seen; therefore, the c-arm was brought, x-ray performed, and no coil was seen in the pelvis. The specimen was re-examined, cut open, and there was found to be the coil in the specimen diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Pregnancy test urine - on (B)(6) 2016: negative . (B)(6) 2016: hsg - an essure coil is seen in the left pelvis. The coil is in the vicinity of the distal left fallopian tube. Findings: normal appearing uterus, absent right tube and ovary, intrapelvic adhesions involving the left tube and ovary, and essure coil within the left fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet received - outcome of event procedural pain,pelvic pain, back pain, abdominal pain and lower abdominal pain updated to recovering/resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus"), fallopian tube perforation ("perforation of fallopian tubes"), device dislocation ("malposition of the device/ malposition of essure device location of device: left essure coil in distal left front"), device breakage ("device breakage/ a piece of the coil must have broken off and was in the left tube"), bipolar disorder ("bipolar disorder"), post procedural sepsis ("sepsis and left mastitis after salpingectomy"), the first episode of mastitis ("sepsis and left mastitis after salpingectomy") and autoimmune disorder ("autoimmune disorder") in a 49-year-old female patient who had essure (batch no. 653908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure was removed during the procedure and was stretched out", device monitoring procedure not performed "she did not underwent an essure confirmation test" and device deployment issue "a coil was then inserted on the left and did not release, and then it was removed". The patient's past medical history included depression (not recovered prior to essure). Concurrent conditions included body mass index normal. Concomitant products included alprazolam, amoxicillin (amox), azithromycin, buspirone, cefalexin (cephalexin), citalopram, clonazepam, cyclobenzaprine, diazepam, diazepam (valium), diclofenac, duloxetine hydrochloride (cymbalta), escitalopram, escitalopram oxalate (lexapro), estradiol (estrace), fluconazole, ibuprofen (advil), lamotrigine, lorazepam, metronidazole, norethisterone (camila), omeprazole, oxycocet (percocet), paracetamol (tylenol), paroxetine hydrochloride (paxil), prednisone, progesterone, sertraline, tramadol, venlafaxine and venlafaxine (effexor). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced loss of libido ("no sex drive"), hot flush ("hot flashes"), night sweats ("night sweats"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced incontinence ("incontinence"). In 2015, the patient experienced dyspareunia ("pain during sex / painful sexual intercourse"), fatigue ("fatigue") and pelvic pain ("pain"). On (B)(6) 2016, 6 years after insertion of essure, the patient experienced contusion ("bruising"), rash ("rash/ skin eruption") and skin discolouration ("discoloration of skin"). In (B)(6) 2016, the patient experienced allergy to chemicals ("immediately after the removal surgery, she began experiencing an allergic reaction to glue"), post procedural infection ("immediately after the removal surgery, she began experiencing infections"), scar ("immediately after the removal surgery, she began experiencing scarring") and procedural pain ("severe pain"). On (B)(6) 2016, the patient experienced post procedural sepsis (seriousness criterion hospitalization) and the first episode of mastitis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced the second episode of mastitis ("left breast infection"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain upper and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), allergy to metals ("allergic reaction (nickel)") with pruritus and rash generalised, hypoaesthesia ("numbness in feet"), paraesthesia ("tingling in feet"), dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow, clotting"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss/hair loss"), amnesia ("memory loss"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspepsia ("gastrointestinal or digestive system condition"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), blister ("blistering"), eye disorder ("vision/eye problems"), weight increased ("weight gain"), weight decreased ("weight loss"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("infection: urinary tract"), cystitis ("infection: bladder"), complication of device insertion ("essure insertion was unsuccessful due to the right side coil being met with resistance during insertion") and complication of device removal ("essure inserter broke during insertion and all parts could not be removed"). The patient was hospitalized from (B)(6) 2016. The patient was treated with surgery (unilateral salpingectomy - laparoscopic left sapingectomy and lysis of adhesions), surgery (unilateral salpingectomy - laparoscopic left sapingectomy and lysis of adhesions), surgery (unilateral salpingectomy - laparoscopic left sapingectomy and lysis of adhesions) and surgery (unilateral salpingectomy - laparoscopic left sapingectomy and lysis of adhesions). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, bipolar disorder, post procedural sepsis, autoimmune disorder, headache, migraine, allergy to metals, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, dyspareunia, alopecia, amnesia, fatigue, allergy to chemicals, post procedural infection, scar, procedural pain, vaginal haemorrhage, contusion, rash, female sexual dysfunction, dyspepsia, loss of libido, hot flush, night sweats, the last episode of mastitis, nausea, nervous system disorder, depression, anxiety, skin discolouration, blister, eye disorder, weight increased, weight decreased, bacterial vaginosis, incontinence, urinary tract infection, cystitis and complication of device removal outcome was unknown and the back pain and pelvic pain had not resolved. The reporter considered allergy to chemicals, allergy to metals, alopecia, amnesia, anxiety, autoimmune disorder, back pain, bacterial vaginosis, bipolar disorder, blister, complication of device insertion, complication of device removal, contusion, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, hypoaesthesia, incontinence, loss of libido, menorrhagia, migraine, nausea, nervous system disorder, night sweats, paraesthesia, pelvic pain, post procedural infection, post procedural sepsis, procedural pain, rash, scar, skin discolouration, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of mastitis and the second episode of mastitis to be related to essure. The reporter commented: removal details: laparoscopic left salpingectomy and lysis of adhesions. Findings: normal appearing uterus, absent right tube and ovary, intrapelvic adhesions involving the left tube and ovary, and essure coil within the left fallopian tubes. Procedure: further lysis of adhesions was performed and search for the essure coil. The coil was not seen; therefore, the c-arm was brought, x-ray performed, and no coil was seen in the pelvis. The specimen was re-examined, cut open, and there was found to be the coil in the specimen diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: pregnancy test urine - on (B)(6) 2016: negative . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus"), fallopian tube perforation ("perforation of fallopian tubes"), device dislocation ("malposition of the device/ malposition of essure device location of device: left essure coil in distal left front"), device breakage ("device breakage/ a piece of the coil must have broken off and was in the left tube"), post procedural sepsis ("sepsis and left mastitis after salpingectomy"), mastitis ("sepsis and left mastitis after salpingectomy / left breast infection"), autoimmune disorder ("autoimmune disorder") and bipolar disorder ("bipolar disorder") in a 49-year-old female patient who had essure (batch no. 653908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "a coil was then inserted on the left and did not release, and then it was removed" and device physical property issue "essure was removed during the procedure and was stretched out". The patient's past medical history included depression (not recovered prior to essure) and bacterial vaginosis. Concurrent conditions included body mass index normal. Concomitant products included alprazolam, amoxicillin (amox), azithromycin, buspirone, cefalexin (cephalexin), citalopram, clonazepam, cyclobenzaprine, diazepam, diazepam (valium), diclofenac, duloxetine hydrochloride (cymbalta), escitalopram, escitalopram oxalate (lexapro), estradiol (estrace), fluconazole, ibuprofen (advil), lamotrigine, lorazepam, metronidazole, norethisterone (camila), omeprazole, oxycocet (percocet), paracetamol (tylenol), paroxetine hydrochloride (paxil), prednisone, progesterone, sertraline, tramadol, venlafaxine and venlafaxine (effexor). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced loss of libido ("no sex drive"), hot flush ("hot flashes"), night sweats ("night sweats"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced incontinence ("incontinence"). In 2015, the patient experienced dyspareunia ("pain during sex / painful sexual intercourse"), fatigue ("fatigue") and pelvic pain ("pain"). On (B)(6) 2016, 6 years after insertion of essure, the patient experienced contusion ("bruising"), rash ("rash/ skin eruption") and skin discolouration ("discoloration of skin"). In (B)(6) 2016, the patient experienced allergy to chemicals ("immediately after the removal surgery, she began experiencing an allergic reaction to glue"), post procedural infection ("immediately after the removal surgery, she began experiencing infections"), scar ("immediately after the removal surgery, she began experiencing scarring") and procedural pain ("severe pain"). On (B)(6) 2016, the patient experienced post procedural sepsis (seriousness criterion hospitalization) and mastitis (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain upper and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), allergy to metals ("allergic reaction (nickel)") with pruritus and rash generalised, hypoaesthesia ("numbness in feet"), paraesthesia ("tingling in feet"), dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow, clotting"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss/hair loss"), amnesia ("memory loss"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspepsia ("gastrointestinal or digestive system condition"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), vision blurred ("vision/eye problems: vision was blurry"), weight increased ("weight gain"), weight decreased ("weight loss"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("infection: urinary tract"), cystitis ("infection: bladder"), complication of device insertion ("essure insertion was unsuccessful due to the right side coil being met with resistance during insertion"), complication of device removal ("essure inserter broke during insertion and all parts could not be removed"), rash vesicular ("blistering / blistering skin eruption") and confusional state ("confusion"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (unilateral salpingectomy - laparoscopic left sapingectomy and lysis of adhesions). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, post procedural sepsis, mastitis, autoimmune disorder, bipolar disorder, headache, migraine, allergy to metals, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, dyspareunia, alopecia, amnesia, fatigue, allergy to chemicals, post procedural infection, scar, procedural pain, vaginal haemorrhage, contusion, rash, female sexual dysfunction, dyspepsia, loss of libido, hot flush, night sweats, nausea, nervous system disorder, depression, anxiety, skin discolouration, vision blurred, weight increased, weight decreased, bacterial vaginosis, incontinence, urinary tract infection, cystitis, complication of device removal, rash vesicular and confusional state outcome was unknown and the back pain and pelvic pain had not resolved. The reporter considered allergy to chemicals, allergy to metals, alopecia, amnesia, anxiety, autoimmune disorder, back pain, bacterial vaginosis, bipolar disorder, complication of device insertion, complication of device removal, confusional state, contusion, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, hypoaesthesia, incontinence, loss of libido, mastitis, menorrhagia, migraine, nausea, nervous system disorder, night sweats, paraesthesia, pelvic pain, post procedural infection, post procedural sepsis, procedural pain, rash, rash vesicular, scar, skin discolouration, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: discrepant data: it was reported that "she did not underwent an essure confirmation test"; however a hsg result had been provided. Removal details: laparoscopic left salpingectomy and lysis of adhesions. Findings: normal appearing uterus, absent right tube and ovary, intrapelvic adhesions involving the left tube and ovary, and essure coil within the left fallopian tubes. Procedure: further lysis of adhesions was performed and search for the essure coil. The coil was not seen; therefore, the c-arm was brought, x-ray performed, and no coil was seen in the pelvis. The specimen was re-examined, cut open, and there was found to be the coil in the specimen diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Pregnancy test urine - on (B)(6) 2016: negative. (B)(6) 2016: hsg - an essure coil is seen in the left pelvis. The coil is in the vicinity of the distal left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: plaintiff fact sheet received: reporters details added. New event added: confusion. Previously reported "vision/eye problems" was specified and updated to "vision was blurry" and "blistering" to "blistering skin eruption". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus"), fallopian tube perforation ("perforation of fallopian tubes"), device dislocation ("malposition of the device/ malposition of essure device location of device: left essure coil in distal left front"), device breakage ("device breakage/ a piece of the coil must have broken off and was in the left tube"), bipolar disorder ("bipolar disorder"), post procedural sepsis ("sepsis and left mastitis after salpingectomy"), the first episode of mastitis ("sepsis and left mastitis after salpingectomy") and autoimmune disorder ("autoimmune disorder") in a 49-year-old female patient who had essure (batch no. 653908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device physical property issue "essure was removed during the procedure and was stretched out". The patient's past medical history included depression (not recovered prior to essure). Concurrent conditions included body mass index normal. Concomitant products included alprazolam, amoxicillin (amox), azithromycin, buspirone, cefalexin (cephalexin), citalopram, clonazepam, cyclobenzaprine, diazepam, diazepam (valium), diclofenac, duloxetine hydrochloride (cymbalta), escitalopram, escitalopram oxalate (lexapro), estradiol (estrace), fluconazole, ibuprofen (advil), lamotrigine, lorazepam, metronidazole, norethisterone (camila), omeprazole, oxycocet (percocet), paracetamol (tylenol), paroxetine hydrochloride (paxil), prednisone, progesterone, sertraline, tramadol, venlafaxine and venlafaxine (effexor). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced loss of libido ("no sex drive"), hot flush ("hot flashes"), night sweats ("night sweats"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced incontinence ("incontinence"). In 2015, the patient experienced dyspareunia ("pain during sex / painful sexual intercourse"), fatigue ("fatigue") and pelvic pain ("pain"). On (B)(6) 2016, 6 years after insertion of essure, the patient experienced contusion ("bruising"), rash ("rash/ skin eruption") and skin discolouration ("discoloration of skin"). In (B)(6) 2016, the patient experienced allergy to chemicals ("immediately after the removal surgery, she began experiencing an allergic reaction to glue"), post procedural infection ("immediately after the removal surgery, she began experiencing infections"), scar ("immediately after the removal surgery, she began experiencing scarring") and procedural pain ("severe pain"). On (B)(6) 2016, the patient experienced post procedural sepsis (seriousness criterion hospitalization) and the first episode of mastitis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced the second episode of mastitis ("left breast infection"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain upper and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), allergy to metals ("allergic reaction (nickel)") with pruritus and rash generalised, hypoaesthesia ("numbness in feet"), paraesthesia ("tingling in feet"), dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow, clotting"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss/hair loss"), amnesia ("memory loss"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspepsia ("gastrointestinal or digestive system condition"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), blister ("blistering"), eye disorder ("vision/eye problems"), weight increased ("weight gain"), weight decreased ("weight loss"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("infection: urinary tract"), cystitis ("infection: bladder"), complication of device insertion ("essure insertion was unsuccessful due to the right side coil being met with resistance during insertion"), device deployment issue ("a coil was then inserted on the left and did not release, and then it was removed") and complication of device removal ("essure inserter broke during insertion and all parts could not be removed"). The patient was hospitalized from (B)(6) 2016. The patient was treated with surgery (unilateral salpingectomy - laparoscopic left sapingectomy and lysis of adhesions), surgery (unilateral salpingectomy - laparoscopic left sapingectomy and lysis of adhesions), surgery (unilateral salpingectomy - laparoscopic left sapingectomy and lysis of adhesions) and surgery (unilateral salpingectomy - laparoscopic left sapingectomy and lysis of adhesions). At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, bipolar disorder, post procedural sepsis, autoimmune disorder, headache, migraine, allergy to metals, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, dyspareunia, alopecia, amnesia, fatigue, allergy to chemicals, post procedural infection, scar, procedural pain, vaginal haemorrhage, contusion, rash, female sexual dysfunction, dyspepsia, loss of libido, hot flush, night sweats, the last episode of mastitis, nausea, nervous system disorder, depression, anxiety, skin discolouration, blister, eye disorder, weight increased, weight decreased, bacterial vaginosis, incontinence, urinary tract infection, cystitis, device deployment issue and complication of device removal outcome was unknown and the back pain and pelvic pain had not resolved. The reporter considered allergy to chemicals, allergy to metals, alopecia, amnesia, anxiety, autoimmune disorder, back pain, bacterial vaginosis, bipolar disorder, blister, complication of device insertion, complication of device removal, contusion, cystitis, depression, device breakage, device deployment issue, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, hypoaesthesia, incontinence, loss of libido, menorrhagia, migraine, nausea, nervous system disorder, night sweats, paraesthesia, pelvic pain, post procedural infection, post procedural sepsis, procedural pain, rash, scar, skin discolouration, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of mastitis and the second episode of mastitis to be related to essure. The reporter commented: removal details: laparoscopic left salpingectomy and lysis of adhesions. Findings: normal appearing uterus, absent right tube and ovary, intrapelvic adhesions involving the left tube and ovary, and essure coil within the left fallopian tubes. Procedure: further lysis of adhesions was performed and search for the essure coil. The coil was not seen; therefore, the c-arm was brought, x-ray performed, and no coil was seen in the pelvis. The specimen was re-examined, cut open, and there was found to be the coil in the specimen diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: pregnancy test urine - on (B)(6) 2016: negative . Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet and medical record received. Plaintiff concomitant medication added. New events bipolar disorder, infection: bladder, infection: urinary tract , essure insertion was unsuccessful due to the right side coil being met with resistance during insertion, essure was removed during the procedure and was stretched out, a coil was then inserted on the left and did not release, and then it was removed, essure inserter broke during insertion and all parts could not be removed were added. A piece of the coil must have broken off and was in the left tube clubbed with device breakage. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed. User attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are riot indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("perforated uterus"), fallopian tube perforation ("perforation of fallopian tubes"), device dislocation ("malposition of the device") and device breakage ("device breakage"). A surgical removal of essure was required. Uterine perforation, fallopian tube perforation, device dislocation and device breakage are anticipated according to reference safety information for essure. Uterine/ fallopian tube perforation and device dislocation may occur with any trans-cervical intrauterine procedure. It may occur most often during insertion. In this particular case, the exact date and mechanism of uterine/ fallopian tube perforation and device migration are not known. Based on the events' nature, causality with essure cannot be excluded. Regarding the device breakage, the exact mechanism of the device breakage is unknown; based on the events´ nature, the causality of this event with essure cannot be excluded. This case was regarded as incident because surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus"), fallopian tube perforation ("perforation of fallopian tubes"), device dislocation ("malposition of the device/ malposition of essure device location of device: left essure coil in distal left front"), device breakage ("device breakage"), post procedural sepsis ("sepsis and left mastitis after salpingectomy"), the second episode of post procedural infection ("sepsis and left mastitis after salpingectomy") and autoimmune disorder ("autoimmune disorder") in a 43-year-old female patient who had essure (batch no. 653908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2010 and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included norethisterone (camila). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced loss of libido ("no sex drive"), hot flush ("hot flashes"), night sweats ("night sweats"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced incontinence ("incontinence"). In 2015, the patient experienced dyspareunia ("pain during sex / painful sexual intercourse"), fatigue ("fatigue") and pelvic pain ("pain"). On (B)(6) 2016, the patient experienced contusion ("bruising"), rash ("rash/ skin eruption") and skin discolouration ("discoloration of skin"). In (B)(6) 2016, the patient experienced allergy to chemicals ("immediately after the removal surgery, she began experiencing an allergic reaction to glue"), the first episode of post procedural infection ("immediately after the removal surgery, she began experiencing infections"), scar ("immediately after the removal surgery, she began experiencing scarring") and procedural pain ("severe pain"). On (B)(6)2016, the patient experienced post procedural sepsis (seriousness criterion medically significant) and the second episode of post procedural infection (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced mastitis ("left breast infection"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain upper and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), allergy to metals ("allergic reaction (nickel)") with pruritus and rash generalised, hypoaesthesia ("numbness in feet"), paraesthesia ("tingling in feet"), dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow, clotting"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), amnesia ("memory loss"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspepsia ("gastrointestinal or digestive system condition"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), blister ("blistering"), eye disorder ("vision/eye problems"), weight increased ("weight gain"), weight decreased ("weight loss") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (unilateral salpingectomy - laparoscopic left salpingectomy and lysis of adhesions), surgery (unilateral salpingectomy - laparoscopic left salpingectomy and lysis of adhesions), surgery (unilateral salpingectomy - laparoscopic left salpingectomy and lysis of adhesions) and surgery (unilateral salpingectomy - laparoscopic left salpingectomy and lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, post procedural sepsis, the last episode of post procedural infection, autoimmune disorder, headache, migraine, allergy to metals, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, dyspareunia, alopecia, amnesia, fatigue, allergy to chemicals, scar, procedural pain, vaginal haemorrhage, contusion, rash, female sexual dysfunction, dyspepsia, loss of libido, hot flush, night sweats, mastitis, nausea, nervous system disorder, depression, anxiety, skin discolouration, blister, eye disorder, weight increased, weight decreased, bacterial vaginosis and incontinence outcome was unknown and the back pain and pelvic pain had not resolved. The reporter considered allergy to chemicals, allergy to metals, alopecia, amnesia, anxiety, autoimmune disorder, back pain, bacterial vaginosis, blister, contusion, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, hypoaesthesia, incontinence, loss of libido, mastitis, menorrhagia, migraine, nausea, nervous system disorder, night sweats, paraesthesia, pelvic pain, post procedural sepsis, procedural pain, rash, scar, skin discolouration, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of post procedural infection and the second episode of post procedural infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received - all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events abnormal bleeding(vaginal), bruising, rash, apareunia, autoimmune disorder, incontinence, device breakage, dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition, no sex drive; hot flashes; night sweats, infection (other), malposition of essure device location of device: left essure coil in distal left front, migraines, headaches, nausea, neurological conditions or problems, pain, depression, anxiety, rash; discoloration of skin; blistering skin eruption, vision/eye problems, weight gain / loss:,sepsis and left mastitis after salpingectomy, uti; bacterial vaginosis, left breast infection, failure to occlude (close) fallopian tube(s) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.